Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up, this right ventricular (rv) lead exhibited high pacing thresholds increase. Physician tested with two different voltages and then decided to exchange the lead. Sensing and impedance were stable and in range. No additional adverse patient effects were reported. Lead is not available for return as it was disposed at hospital.